Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. The data logs confirmed the pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle/aorta. No other issues were found on the logs. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient was on impella 5.5 support due to having mitral valve failure. While on support, the patient pulled on the catheter. The 3-point fixation came off and the pump was pulled back six centimeters. The staff was eventually able to advance the impella back into position and the flows were worked up. The pump access site was recleaned, dressed and secured. The patient expired while on support. There is not enough information to associate the use of the device with the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.